Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested. The lot number provided does not appear to be this manufacturer's lot, therefore, the device manufacture date cannot be determined.

Event description:
The pt reported she inflated the cuff of the 8dct tracheostomy tube and the pilot balloon deflated. She stated she went to a hospital facility where they changed the tracheostomy tube.